Event description:
The risk manager from the hospital reported the following event: the drill broke in the nail during drilling. The broken piece remained into the pt. Three days after the surgery, the pt had surgery to remove the broken piece of the drill.

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.